Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2011; however, due to a failed ack3, this MDR is being resubmitted on (B)(6) 2011. The cause of the check lines and bags alarm was determined to be due to use error. A labeling review was performed and found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags refilling the heater alarm that occurred on the homechoice during dwell 4/4. The home patient (hp) switched the supply bag and heater bag while connected. The technical service representative helped the hp end therapy. The hp will follow-up with the nurse. Baxter (B)(4) contacted the hp in regards to switching the bags during therapy. The hp stated that he was not even sure if they switched the bags. He stated that he and his nurse speculated that changing the bags may have caused the alarm. The hp stated that he was ok and that there was no patient injury or medical intervention.